Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed.visual evaluation shows signs of repeated use; the product is nicked and gouged as well as fractured on lateral side of post. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause could not be determined with information available as frequency of use is unknown and condition of use is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional was found to be chipped. No adverse events have been reported as a result of the malfunction.